Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 460 mg/dl. Customer delivered a manual injection to stabilize blood glucose levels. Reportedly, air bubbles were present in the patient line and infusion set. Customer reported she did not remove any excess air prior to loading the cartridge. Troubleshooting was performed and air was successfully expelled and insulin delivery was resumed.